Event description:
It was reported during use the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 10 times. The following information was provided by the initial reporter: the customer stated" customer feels rubber stoppers are loose."

Manufacturer narrative:
H.6. Investigation summary: bd received 19 returned customer samples for review and analysis. 19 returned samples were tested using a draw station. All 19 tubes met specification requirements when tested. The shields were visually and manually checked for looseness before and after draw testing. There were no issues identified with the shields, stoppers or tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 10 times. The following information was provided by the initial reporter: the customer stated" customer feels rubber stoppers are loose."